Manufacturer narrative:
Correction b5: to remedy the situation, the clamp was closed to the patient and the tubing was removed completely (omitted on initial). H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified access set was split at the seam which resulted in a leak at the y-site. The leak was observed during patient infusion. When the infusion was stopped, the patient¿s blood backed up into the tubing and leaked from the damaged set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.